Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported wrong coding in (device) problem code grid which is updated in this report.